Event description:
The tech reported the accounts ICU nurse stated the bed exit is not alarming but it display as being armed. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The tech investigated to troubleshoot the issue but was unable to determine the cause due to a pt was on the bed. The tech advised the nurse to remove the pt from the bed so the issue could be investigated. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.